Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the plastic tip showed a probable small fracture on one jaw. The broken piece was not returned. There was scratching damage near the damage site. The reported condition was confirmed. The radio frequency identification (rfid) logs taken from the device indicate the product was used on a generator. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial thyroidectomy, a small part around the tip of the jaw fell off and was not found. The piece did not fall into the patient cavity. Initial investigation found that upon inspection found that the plastic tip showed a probable small fracture on one jaw. The broken piece was not returned. There was scratching damage near the damage site. The customer reported a device component disengaged (not into the cavity). The reported condition was confirmed. There was no patient injury.